Event description:
It was reported an occlusion alarm occurred. The customer's had an elevated blood glucose (bg) on (B)(6) 2026 that was displayed as "high"; a specific value was not provided. The bg was addressed with a correction bolus via the pump. The customer changed the cartridge and resumed insulin therapy.